Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (march 20-23rd, 2018) during which 65 visual inspections were carried out with 0 rejection noted. Needles were assembled needles in machine 4412 and come from 2 batches: #8078601: (march 20-23rd, 2018) during which 177 visual inspections of 25 units each were performed with zero defects noted. If yes, provide DHR review or justification for omission: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (march 20-23rd, 2018) during which 65 visual inspections were carried out with 0 rejection noted. Needles were assembled needles in machine 4412 and come from 2 batches: #8078601: (march 20-23rd, 2018) during which 177 visual inspections of 25 units each were performed with zero defects noted. #8064836: (march 13-20th, 2018) during which 304 visual inspections of 25 units each were performed with zero defects noted. Research has not found any abnormalities and qn in injected hub batches (#8065868, #8072874, #7311790 and #8079915) in mold machine 3553 from november 2017 to march 2018. Investigation conclusion: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Considering available information ¿the syringe "jumped" out of the needle¿, bd believes a defective hub connection issue took place (not the needle pullet out of the hub ¿ needle remains attached to the hub). Based on our experience, this issue could be probably because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, we are certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, and our sampling inspection plan. Root cause description: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Event description:
It was reported that separation occurred during use with a needle 30ga 1/2in. The following information was provided by the initial reporter. "We inform you that we have received a new customer complaint for a needle quality issue (he informed that at the time of making the application, the syringe "jumped" out of the needle. He was already with the product "inserted" in his skin, the needle was in the skin and the syringe left. This happened with the first syringe. Then it was to make use of the second, and the same thing happened. Reported that he always does the correct handling and leaves the needle "tight" in the syringe). Impacted 30g needle set: 18080056 (lot supplier: 180319, reference: 304000). This is not the first claim affecting this batch of needles". 1 of 2 complaints.